Manufacturer narrative:
(B)(4). The reported issue of the kit being labeled incorrectly was confirmed during the complaint investigation. A (B)(4) kit was returned for evaluation. The paper blank sticker on the kit states that the kit contains a PICC with chloragard, however the lidstock does not. The paper blank sticker on the kit is a (B)(4). The bill of material for the kit states that the correct paper blank sticker to use is (B)(4); therefore, the incorrect paper blank sticker was used during packaging. The manufacturing facility has initiated a non-conformance to further investigate this issue.

Event description:
It is reported , via territory manager, that the product labelling was incorrect. The label of the plain PICC (no chloragard) says "with chloragard technology" label on the outside of the kits. No patient involvement.